Manufacturer narrative:
Received one 050906 in opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, the metal wiring is missing from the distal tip of the device. The metal was not returned with the device. There were no other obvious signs of abnormalities or defects. A device history record was not reviewed due to the lot number is unknown. A 2-year lot history was not reviewed due to the lot number is unknown. (B)(4). Per the instructions for use, the user is advised the following: prior to use, confirm cannula performance by flushing with sterile saline. Prior to insertion into the working channel of the duodenoscope, flush the cannula with contrast medium to remove all air. Insert the cannula into the working channel of the duodenoscope and advance using short, deliberate 2-3 cm movements to prevent kinking of the catheter. Note: during insertion, a black marker band will approach the entrance of the working channel. This indicates that the distal tip of the cannula will start exiting the duodenoscope. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 050906 device was being used on (B)(6) 2021 during an endoscopic bile duct procedure when it was reported "the "proforma" was caught to the forceps stand when it was pulled out, and when it was pulled out, there was not the tip metal (iridium alloy) of the "proforma". The tip of the "proforma"(iridium alloy) was found to be lost. It was thought that the tip metal was left in the patient body." After further assessment, it was discovered the surgeon has not retrieved the piece that broke from patient yet. Surgeon is planning to retrieve the piece that broke from the (B)(6) year old male patient by using magnetic resonance imaging. This report is being raised on the basis of injury due to the fragment remaining in the patient.